Manufacturer narrative:
The initial reporter address and phone were not provided. The product information was not provided, so the manufacture date could not be determined.

Event description:
The advocate stated her patient was tested on the contour next usb and on the facility's instrument. The difference between the readings was 50mg/dl. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned. Product was not replaced.